Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 368 mg/dl at the time of the incident. Customer states pump is damaged the top of the reservoir compartment is broken off and o ring is missing, reservoir will not stay in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked lcd window, cracked reservoir tube window, cracked belt clip slot, missing end cap sticker and stained address/ serial number label. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.